Event description:
It was reported that the patient was seen due to a low intrinsic rate. Interrogation showed no capture and varying impedance on the right ventricular (rv) lead. There was also varying impedances on the atrial lead. Both leads remain in use. The device was pre-elective replacement indicator (eri). Prior to the change out, the device could not be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator, (B)(6) 2006